Event description:
Device malfunction: device came out of artery. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when pulling back the device came out of the artery and the vessel locator wings were noted to be open. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(Device came out of artery) the device is expected to be returned for evaluation. It has not yet been received.